Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy procedure, when the surgeon inserted the device into the patient, via a laparoscopic port, the jaws would close on the appendix. But when the surgeon pressed the green button (in readiness to fire the device), the green button would "ping" back and the surgeon was unable to correctly fire the device. The blade would not advance, no matter how many times were attempted. The jaws would simply open again. A second device was given to the scrub practitioner which fired correctly and the procedure completed. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.